Event description:
A healthcare professional (hcp) reported that a thyroid surgery was being performed and the endotracheal tube balloon was found to be leaking air during the operation. They used a replacement product. The product had contact with the patient but there was no patient impact. The event resulted in a delay/extended time of 15 minutes. The procedure was completed with backup products. It was reported on follow-up that the leak was not evident. They re-adjusted the endotracheal tube.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: visually, there was no damage to the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred with no issues. The cuff was re-inflated multiple times and was also manipulated, but no leaks were observed. A leak test was performed by submerging the cuff balloon underwater and no leaks were detected. Furthermore, the inflation assembly was also submerged underwater, and no leaks emerged. Electrically, for further analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.4 ohms (blue), 3.7 ohms (blue with clear tubing), 3.6 ohms (red), and 3.6 ohms (red with clear tubing) in which all electrodes were within specification. During the continuity check, the cuff was left inflated, and the cuff never lost air. H6: previous fdm b21, fdr c21, fdc d16 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.